Event description:
The patient claimed that the multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2015 with the following findings: during investigation, the keypad was fully intact and all the keys responded fully to user presses. The keypad was removed and there was no contamination found under the key contacts. No button contact defects were observed. The pump cover was removed and there was no evidence of internal moisture. The keypad latch was observed to be fully closed. There was no damage to the keypad flex. The original complaint was unable to be duplicated. Unrelated to the original complaint, it was noted that there was a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.